Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 53-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient was on impella cp support and there was high purge pressure post implant. Staff tried troubleshooting and changed the purge cassette to no avail. Staff added tissue plasminogen activator in the purge solution which seemed to resolve the issue. No patient harm was reported.

Manufacturer narrative:
The investigation into the reported high purge pressure has been completed since the original report was filed. There is a spike in motor current and the purge pressure begins to rise after 5 hours. After 5 hours the ¿purge system blocked and the high purge pressure¿ alarm occurred. Purge flows were low. Tpa was added to the purge and then the purge flows stabilized. The root cause of the high purge pressure is most likely due to biomaterial.